Event description:
C-cc-ac - accuracy; it was reported that the catheter was working fine the previous night; however, the next morning, the readings were fluctuating. The staff could tell that the patient's condition was fine because there was no change in the patient's clinical status. There were no patient complications.

Manufacturer narrative:
Customer report of fluctuating reading was not confirmed. However, continuity testing found the thermistor to have a full open condition at the r-therm pin inside the thermistor connector. A gap was found between the coiled leadwire to the r-therm pin. The coiled leadwire can be moved freely around the pin. Continuity was observed when a metal probe was inserted in the gap. Rippling of the thermistor leadwire was visible on the catheter body at approximately 60-108 cm area. Note: rippling of leadwire inside the catheter body is characteristic of stretching of the leadwire/catheter body. This phenomenon was reproduced on a lab catheter. Slack was not visible inside the thermistor connector. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes.